Event description:
Clincial study same case as #6000093-2005-00334, #6000089-2005-00403. During a coronary artery drug eluting stenting procedure balloon removal difficulties were encountered. The lesion being treated was a 3.0mm 70% stenosed proximal left anterior descending (prox lad) artery. The lesion was predilated. Then the physician placed a taxus express2 8.8% 3.0x20mm drug eluting stent in the prox lad. A malfunction occurred during the withdrawal of the balloon. It was reported that it was difficult to withdraw after the stent was deployed as it was "sticking". It was reported that the physician "kept working at the withdrawal and finally was able to do so". The next lesion being treated was a 2.25mm 85% stenosed 2nd oblique marginal (2nd ob marg) artery. The lesion was not predilated. The physician then placed a taxus express2 8.8% 2.5x24mm drug eluting stent in the 2nd ob marg. Artery. The lesion was not predilated. The physician then placed a taxus express2 8.8% stuck to the stent and would not withdraw post stent deployment. The balloon became stuck to the stent and would not withdraw post stent deployment. It was reported that the physician was "finally able to withdraw the balloon after multiple attempts." The next lesion being treated was a 2.5mm 80% stenosed distal circumflex (dist cx) artery. The lesion was predilated. The physician then laced a taxus express2 8.8% 2.5x24mm drug eluting stent in the dist cx. During withdrawal the balloon became stuck to the stent and wouldn't withdraw post stent deployment. It was reported that the physician "kept attempting, and finally was able to withdraw the balloon. The next lesion being treated was a 2.5mm 80% stenosed proximal circumflex (prox cx) artery. The lesion was predilated. Then the physician placed a taxus express2 8.8% 2.5x20mm drug eluting stent in the prox cx. During withdrawal the balloon stuck to the stent and the physician was unable to withdraw after stent deployment. It was reported that the physician "kept attempting and finally was able to withdraw." There were no complications reported. The pt was discharged on the following day on plavix and aspirin.